Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50-60s (mg/dl). Customer consumed soda to stabilize bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.